Manufacturer narrative:
Additional manufacturer narrative: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).

Event description:
(B) (6). Same case as: 2134265-2010-01091, 2134265-2009-03516. It was reported that post a coronary artery drug eluting stenting treatment procedure, the patient experienced restenosis in the lesion. Lesion 1 was 75% stenosed, 3.00mm in diameter and 24.0mm long portion of mid right coronary artery (rca). The lesion was predilated with an unknown balloon at 12 atms. A 3.00mmx24mm taxus express2 stent was implanted at 18 atms. Post procedure visual evaluation revealed 0% stenosis and timi flow was 3. Lesion 2 was 90% stenosed, 3.00mm in diameter and 20.0mm long portion of the 1st right posterolateral (rpl). The lesion was predilated with two unknown balloons at 14 atms. A 3.00x24mm taxus express2 stent was implanted at 18 atms and a 2.50x16mm taxus express2 stent was implanted at 10 atms in the lesion. The lesion was post-dilated with two separate balloons. Post procedure visual evaluation revealed 0% stenosis and timi flow was 3. At days post procedure the patient showed no ischemic symptoms. 99 days post-index procedure, a percutaneous coronary intervention was performed on the proximal rca (mid rca per core lab results) and distal rca (1st right posterolateral by core lab results). The 3.00mm in diameter, 14.0mm long, 75% stenosed lesion in the proximal rca was treated with an unspecified balloon dilation and the placement of a taxus stent. Post treatment visual inspection revealed 0% stenosis with timi flow 3. The 3.00mm in diameter, 15.0mm long, 90% stenosed lesion in the distal rca was treated with an unspecified balloon dilation and the placement of a taxus stent. Post treatment visual inspection revealed 0% stenosis with timi flow 3. The stenosis in both lesions was subsided and the patient was discharged 2 days later.